Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the mega suturecut needle driver cable broke off at the tip. The procedure was completed with no reported injury.